Manufacturer narrative:
A customer from (B)(6) alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Although requested, no information regarding patient information, reagent lot, sample practices or run data was provided. With the available information, a limited investigation was conducted and no product problem was found. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Although requested, no patient or run data was provided. Accordingly, 1 batch MDR will be filed to address the allegation involving both samples. Sample 1 initially generated a positive influenza a result. Sample 2 was initially positive for both influenza a and b. Both patient samples were repeated on a different platform which yielded negative results for all targets. Although requested, no information regarding patient information, reagent lot, sample practices or run data was provided. Only a screenshot of the pcr curve for one of the patients was provided which was insufficient to confirm any root cause. With the available information, a limited investigation was conducted and no product problem was found.